Manufacturer narrative:
The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample upon repeat testing on an advia centaur cp instrument. The sample was initially tested as neat, resulting greater than the analytical measurement range. The sample was then diluted with a dilution factor of 1:10 and run twice on the same instrument. The sample was also diluted with a dilution factor of 1:100 and run on the same instrument, resulting falsely elevated. The customer repeated the sample on an alternate platform, resulting similar to that of the results obtained with 1:10 dilution. It is unknown which results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.

Manufacturer narrative:
Additional information (11/01/2016): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist could not determine the cause of the discordant, falsely elevated total hcg result. The instrument is performing according to specifications. No further evaluation of the device is required. Additional information (11/22/2016): the initial MDR states, "it is unknown which results were reported to the physician(s)." This info has been received. Corrected information (11/22/2016): the initial MDR states that "date received by manufacturer" was september 6, 2016. The correct date is september 5, 2016.

Event description:
The customer did not report the initial result to the physician(s). One of the repeat results obtained by diluting a sample with 1:10 dilution factor was reported to the physician(s).